Event description:
It was reported that the ventilator's panel holder was loose. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The reported user interface holder was investigated at the hospital by our field service engineer. The user interface holder breakage was confirmed and it was replaced. The breakage could also be confirmed by the evaluation of the received pictures. The broken panel holder (user interface holder) implies that the panel unit has been exposed to mechanical force that is above the designed specification. The ventilator system has been successfully tested for mechanical strength, with peak acceleration of 15 g, pulse duration 6 ms, and total number of 1000 impacts. It is unknown to us under which conditions the reported panel holder broke.

Event description:
(B)(4)